Manufacturer narrative:
Date sent: 11/14/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, a leak was found from the staple line. An artificial anus was created by colon transversum. Another device was used to complete the case.